Manufacturer narrative:
Based on the descriptions of the event by user facility, the cause of slow flow is probably due to poor connection with connector used on patient side. A tight connection is needed to open the fluid channel in the valve of some patient connectors.

Event description:
Smartez pump (se0175-250, lot# s8h02) containing vancomycin 1 gram in 0.9% sodium chloride 250 ml is taking 2-3 hours to infuse. Line is flushing good.